Event description:
It was reported that the lead migrated shortly after implant; therefore, the pt underwent a lead revision on (B)(6) 2011. Following the revision, the lead had migrated again. The lead movement was determined to be occipital lead migration. While stimulation was on, the pt experienced numbness in the side of her face and jaw. The neurostimulator had been turned off since (B)(6) 2011. The lead in question was placed cervically for migraines. It was unclear if the pt had undergone a second revision. No pt injury occurred.

Manufacturer narrative:
(B)(4).